Manufacturer narrative:
Tw ID#(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring on hp2 broke in half. No part of the c-ring fell into the patient. The device was successfully removed and a 2nd kit was opened and the procedure was completed without further issue. No significant delay in case time. No harm to patient.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 07/22/2024. An investigation was conducted on 08/08/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood and tissue were observed. The c-ring was observed to be cut in half longitudinally with signs of melting near the flanking curved areas. The scope wash tubing and retention rib remained attached to the cannula. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. Based on the returned condition of the device and investigation results, the reported failure "break; c-ring" was confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. A lot history record review was completed for lots 3000401966, 3000401072, 3000398526, the last 3 lots shipped to the account prior to the event/aware date. Lot 3000401966: the lot # 3000401966 history record review was completed. There was an ncmr, rework, or deviations documented for the reported lot number. Lots 3000401072 & 3000398526: there were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.